Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that during the initial implant procedure the physician was unable to get acceptable thresholds with the left ventricular (lv) lead. The lead was removed and the physician chose to implant a single chamber implantable pulse generator (ipg) instead of a bi-v ipg. No patient complications have been reported as a result of this event.